Manufacturer narrative:
(B)(4). The device was not available for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a low drain volume alarm on a homechoice (hc) machine during initial drain. During troubleshooting for the alarm, the caregiver (cg) stated that there was air in the patient line. The air was found to have come from an open clamp on an unused supply line. The technical service representative (tsr) assisted the cg in ending therapy. The tsr advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned so device analysis could not be completed. However, air in the patient line is a known cause of the alarm. Should additional relevant information become available, a follow-up report will be submitted.